Event description:
Caller reported inform meter and inform base unit were burned when the instrument was docked. Plastic casing was melted and smoke could be seen. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for inform base, medwatch with (B)(6) is for inform meter.